Event description:
It was reported that a physician's programming system was experiencing communication issues while trying to interrogate a patient. Troubleshooting was performed with a test generator and the communication issues persisted. It was verified that the tablet was unplugged from the wall, verifying it was not electromagnetic interference and the want was verified as adequately placed over the generator. The serial adapter cable was switched and interrogation was attempted 5 different times, with no communication issues. It was verified to be a serial cable issue. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.